Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. The needles stalled on deployment. Backdown of the needles was not successful. The pt was sent for surgical removal of the device. It was noted on device removal that one needle appeared to be stuck in its track. The pt was discharged the next day without sequelae. The device has not been rec'd by the MFR and was not available for inspection.